Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
01/11/2018 08:00:05 rfc_repairs (rfc_repairs) po for (B)(6). 01/25/2018 12:34:54 (B)(6). Serial# (B)(6) is the new serial number for RMA# (B)(4). Serial number re-assignment required to reconcile a mismatch between the internally programmed serial number and the externally applied serial number labeling. The following serial numbers or partial serial numbers were found (B)(6) (external) & (B)(6) (internal). These serial numbers have been flagged as inactive to be re-serialized should they return to bd for service. (B)(6) has been notified that the mismatched serial numbers will be deactivated and that a new serial number ((B)(6)) has been assigned to their hospital. 25jan2018 (B)(6). 01/26/2018 05:22:33 (B)(6). Reseated harness pressure sensor lower upside down due to error 260.4130, 01/26/2018 05:38:13 (B)(6). Missed tat uncontrolled event.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Missed tat uncontrolled event.